Manufacturer narrative:
An authorized service provider (asp) evaluated the device on 30aug2024 and confirmed the occurrence of the machine or proximal pressure accuracy failure alarm by checking the history of the diagnostic codes. The asp determined that the motor controller (mc) printed circuit board assembly (pcba) requires replacement. The replacement of the mc pcba is pending the approval of a quote. The investigation is ongoing. Product UDI is corrected.

Manufacturer narrative:
An authorized service provider (asp) replaced the motor controller (mc) pcba to resolve the machine or proximal pressure accuracy failure alarm issue. Following the replacement of the mc pcba, the asp completed a comprehensive inspection, cleaning, running test, and function test. No further issues were found.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a machine or proximal pressure accuracy failure alarm. The device was reported to be in use at the time of the reported problem. There was no patient or user harm reported. There was no patient information provided. The customer informed the authorized service provider (asp) that the device had produced a high-level alarm while in use. The device was replaced with another v60 at the customer site without issue or harm. After the issue and removal from use, the customer contacted the asp who arrived at the customer site to collect the device. While at the customer site, the issue could not be duplicated while running the device for a few minutes, but the asp did confirm the occurrence of the machine or proximal pressure accuracy failure alarm in the device event log. The investigation is ongoing.